Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected to exhibit loss of capture (loc) on the right atrial (ra) lead and this lv lead. The heaith care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Ts reviewed the egm and discussed with the hcp. Troubleshooting options were also discussed as well. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5158898.